Event description:
It was reported that the patient presented at the emergency due to chest discomfort. Interrogation of the patient's pacemaker showed loss of right atrial (ra) capture at high output and loss of right ventricular (rv) capture. Chest x-ray imaging confirmed both the ra and rv leads dislodged along with the pacemaker migration. A pocket revision was performed on (B)(6) 2025. During the procedure, the stylet could not be advanced to the distal end of the ra lead. Meanwhile, the rv lead could not be advanced or pulled back and the lead helix was unable to retracted. The ra lead was explanted, rv lead capped and both leads were replaced. The pacemaker was repositioned and connected to the new leads. The patient was stable throughout.